Event description:
During a pulmonary vein isolation procedure, thrombus was noted on the tip of the ablation catheter while ablating via ice. The catheter was removed from the patient and inspected. Upon closer inspection, no char or thrombus was seen on the catheter tip and the case was aborted due to patient safety concerns. The patient was extubated after the devices were pulled and hemostasis was achieved with venous closure devices. Anesthesia performed head to toe assessment post extubating and after the patient was more awake. The patient did well 24 hours after procedure was aborted and was discharged from the ep lab.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported thrombus remains unknown.